Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a totally occluded left anterior descending (lad) artery. The patient presented emergently with an acute myocardial infarction. A 2.5 x 8 mm absorb gt1 scaffold was implanted in the mid lad and a 3.0 x 12 mm absorb gt1 was implanted in the proximal lad. On (B)(6) 2018, the patient presented with an acute myocardial infarction and the proximal lad was totally occluded. Although thrombosis was not visualized by the physician, it was the suspected cause. Two non-abbott stents were implanted in the proximal lad to reopen the artery. The second stent implanted was the result of the first stent not being optimal. No stent was implanted in the mid lad as the 3.0 x12 mm absorb gt1 scaffold was not occluded. It was further reported that the patient subsequently died. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: mid lad artery scaffold was previously reported incorrectly as a 2.5 x 8 mm absorb gt1 bioresorbable vascular scaffold (bvs).

Event description:
Size of scaffold in mid left anterior descending (lad) artery was a 2.5 x 18 mm.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. Cine angiograms were received and reviewed by an abbott vascular clinical specialist. The summary review stated: cine angiograms dated (B)(6) 2016: there is a total occlusion at the ostium of the lad. A gw is advanced and flow can be seen to the distal vessel. A balloon dilatation catheter is seen inflated in the proximal lad. The bvs deployments are documented. Bvs markers cannot be seen. Vessel is seen expanded, but proximal vessel is irregular and in some areas under expanded. Flow to the distal vessel is greatly improved. There is an under expanded area in the prox-mid vessel which may be the segment just distal to the scaffolds. Angiogram unknown date: two static images are provided. Proximal vessel is widely patent. Area noted in (B)(6) 2016 images is now a focal stenosis. The reported patient effects of death, myocardial infarction and thrombosis, as listed in the absorb gt1 instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Correction to event description: no stent was implanted in the mid left anterior descending (lad) artery, as the 2.5 x 8 mm absorb gt1 bioresorbable vascular scaffold (bvs) was not occluded. The occlusion was in the proximal lad where the 3.0 x 12 mm absorb gt1 bvs was implanted. Additional information received: the cause of death was from consequences of the acute occlusion. No additional information was provided.